Event description:
Pt admitted on 6/24/97 for organic delusional disorder. Physician ordered restraint vest for safety and reordered every 24 hours through 6/29/97. On 6/30/97 at 7:02 am pt found face down between siderails, with arms at approx. 120 angle overhead. Vest restraint intact - removed and CPR initiated. CPR unsuccessful. Post cpo review of event revealed that vest restraint had been applied appropriately.